Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. Vascular access was obtained through the femoral artery. The 75% stenosed lesion was located in a moderately tortuous mid right coronary (rca) artery. The lesion was predilated with a non-bsc balloon catheter. The physician advanced the 3.5mm x 12mm taxus liberte drug-eluting stent (des) system however; the device did not cross the lesion. Upon withdrawal slight resistance was noted. Outside the patient, examination of the device identified a flared stent strut. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been returned, therefore the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).